Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported a patient that was implanted with an intraocular lens (iol) approximately 8 years ago was experiencing blurry vision, seeing yellow and had glare. The doctor diagnosis: subsurface nano glistenings and 3+ glistenings. The iol was exchanged for another manufacturer's iol. The lol was discarded. No further information is expected.